Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer biomed. The rse was advised that a gcx wall rail mount failed and the "sled" base was damaged causing x3 to be dropped. The biomed did not know how the gcx wall rail mount had gotten damaged. The biomed was requesting part identification for the "sled" base connected to rail mount. The rse advised the customer that for wall mounts, and other mounting hardware related to the gcx wall rail mounts, they would need to contact gcx medical mounting solutions and provided the customer the contact phone number.

Event description:
It was reported that the gcx mounting hardware, wall rail mount failed and the "sled" base was damaged causing x3 to be dropped. The device was not in use on a patient at the time of the event. There was no adverse event reported.